Manufacturer narrative:
Date sent to the FDA: 08/31/2021. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure and medical history? The patient, female, unknown age, where was the broken needle piece located/in what structure? Please specify. - the suture (sxpp1a405) was used for sewing uterine myometrium, and the needle is broken during sewing. The broken end fell into the patient's body, the surgeon did not find the broken part under the endoscope. Then changed to open surgery, continued to look for it and found it at the patient's myometrium. What was the size of the retain piece of the needle retrieved? - the specific size of the broken part is unknown. Was the broken needle piece retrieved successfully? Was additional dissection required in other organs/tissues other than the target tissue? Please specify details of broken needle removal. Was there any change in the patient¿s post-operative care due to the event/prolonged surgery? What is the current condition of the patient? - after taking out the broken part of the needle, checked the needle integrity. After confirming that there was no foreign body left in the patient's body, replace with a new suture device (the specific product name and model are unknown) to continue the surgery. The subsequent operation was smooth. This event led to the surgery time was extended by about one hour. At present, the patient's condition is stable. No subsequent adverse event reports were received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/29/2021. A manufacturing record evaluation was performed for the finished device lot number qpmhcz / sxpp1a405, and no non-conformances related to the reported complaint condition were identified. Additional information: h6 additional h-3 summary: photo: upon visual inspection of one picture received to ethicon inc for evaluation. It was observed a forceps with a broken needle at the middle length body. The product code should be sxpp1a405. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested, and the following was obtained: were x-rays performed to localize the broken needle fragment? Changed to open surgery to look for and remove the breakage needle. Was more than half the needle retained in the patient? Need was retrieved, no need left in patient. Was additional dissection required in other organs/tissues other than the target tissue? Please specify details of broken needle removal. Changed to open surgery to look for and remove the breakage needle was the broken needle piece retrieved successfully? Yes. If product will be returned, please provide a return date and tracking information? --no product will be returned. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure and medical history? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the broken needle piece located/in what structure? Please specify. What was the size of the retain piece of the needle retrieved? Was there any change in the patient¿s post-operative care due to the event/prolonged surgery? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qpmhcz / sxpp1a405, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure and medical history? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the broken needle fragment? Was more than half the needle retained in the patient? Where was the broken needle piece located/ in what structure? Please specify. Was additional dissection required in other organs/ tissues other than the target tissue? Please specify details of broken needle removal. Was the broken needle piece retrieved successfully? What was the size of the retain piece of the needle retrieved? Was there any change in the patient¿s post-operative care due to the event/ prolonged surgery? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient? If product will be returned, please provide a return date and tracking information? (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2021 and the barbed suture was used. It was reported that the needle broke when sewing the myometrium of uterine fibroids. The laparoscopic surgery was changed to open surgery to look for and remove the broken needle. The surgery was delayed for about half hour to one hour. The patient is stable now. Additional information has been requested.